Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle, abutting the balloon's proximal tip. The shuttle cartridge was pulled back to the handle, and no resistance was felt during the retraction. However, subsequent to retraction, it was observed that the proximal end of the sealant was wedged between the advancer tube and the shuttle cartridge. The condition of the sealant may have contributed to the device retraction jam. Based on the provided information and the investigation performed, the device jam may have been caused by the sealant swelling up, increasing the profile and being wedged between the shuttle cartridge and advancer tube during the device retraction. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, potentially contributing to a device jam. However, the root cause of the reported event could not be conclusively determined. The review of the lhr (f1519405) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device failed to deploy. While deploying the device it appeared that the sealant became jammed in the catheter and was not able to pull the grey handle back up to the black handle. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was applied when retracting the procedural sheath. Procedure type: diagnostic peripheral sheath size: 5f stick location: medium.